Event description:
Report 3 of 3: it was reported while using bd vacutainer® sst¿, an unspecified number of samples exhibited poor gel separation and fibrin. No adverse impact was reported regarding the patient or user

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos were reviewed and poor barrier separation and fibrin were observed. Complaints for sample quality are under statistical control for the month of october 2025. Factors that may contribute to poor barrier separation and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, poor barrier and fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation and fibrin based on the photos provided.. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® sst¿, an unspecified number of samples exhibited poor gel separation and fibrin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.